Event description:
The manufacturer received information alleging making loud noises. Patient is waking up with throat irritation. Patient states that when he wakes in the morning he shuts off his device but when he goes back to the room but it always comes back on. Patient states that he lives alone but somehow the device is always turning back on. Device is noisy, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.